Event description:
It was reported that the patient was in the hospital at the time of the call. They stated that the patient could hardly talk and they couldn't walk or function. They thinks the patient's symptoms began on saturday and they have experienced a steady decline since then. They mentioned that they spoke with the patient's nurse this morning, and the nurse told the patient that the patient's symptoms were worse this morning compared to yesterday. They are not with the patient, but they mentioned that the patient thinks the stimulator battery ran out of charge. The patient told the caller that they needed to charge the ins, but they lost all of their recharging equipment. A request was sent to the repair department to replace the lost wireless recharger (wr), dock, wr cord, and wr cord adapter. Agent sent an email to patient registration services to update the patient's address and phone number. Additional info received from patient rep regarding the previously reported and documented. When asked, caller said that was told that the equipment was received at patient's address but now it is missing. Caller has a message to the nurse director. Caller asked if rep could come to facility to charge implant due to the situation and patient's symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient had unrelated surgery today and had device turned off. Patient is presenting with "dystonic reaction" and needs therapy turned on but hcp believes patient is missing some equipment as they tried to play with the equipment and couldn't get anything to work. Technical services offered assistance over the phone but caller wanted rep present. Caller requested someone to check implantable neurostimulator (ins) as they believe itis not working. Caller stated that patient was admitted to their facility on (B)(6) 2025 and was ready to be discharged but they are more lethargic and physical movements have decreased, though the patient is more oriented than before and at baseline. Tech services walked caller through connecting to ins with handset/communicator which showed "battery very low. Recharge your neurostimulator battery to restore therapy. Battery level is too low to provide therapy. " with service code 634. Tech services reviewed that patient's ins is depleted and not delivering therapy and needs to be charged. Upon attempting to use recharger, the power light was showing red, it continued to give a descending two tone and showed "not found" when trying to connect to app. Tech services walked caller through resetting recharger but the issue continued. Tech services asked for recharger serial number and at this time, realized that recharger was not compatible with current ins. Caller spoke with patient and determined they did not have the new device recharger with them and it may be at home. Caller was going to see if a family member could obtain the proper recharging equipment. Tech services reviewed I would reach out to the field to see if they could assist at all. Caller stated that recharger was not connecting to ins. Tech services reviewed high level information from previous follow-up note and that a compatible recharger was being sent to the patient. Tech services looked up tracking information and reviewed with caller that package was delivered and signed for this morning. Techs services reviewed having patient rep bring equipment to the facility to charge ins. Tech services reviewed to call back if further charging assistance was needed. Patient received new wireless recharger technical services (ts) instructed caller how to pair new wr to the app. Hcp was able to pair new wr and start a charging session. They got excellent coupling but the ins was depleted with red bar. Ts instructed caller that they would need to turn dbs on after charging the ins.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.